Event description:
Complainant alleged that the medics were attending a pt in cardiac arrest, using the stat pads multi-function electrodes with the device. The medics defibrillated the pt three times, but on the medics fourth attempt to shock the pt, the unit would not charge. The device screen displayed a "check electrodes" message, and would not display the pt ECG. The medics then applied the three lead pt cable and electrodes to the pt. The complainant indicated that after playing with the cable, the pt's ECG was displayed. The pt expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt had already expired upon the medic's arrival. The complainant indicated that the stat pads multi-function electrodes used in the event, were inadvertently discarded subsequent to the incident.